Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that out of the box battery gave inconsistent impedance readings. Old activa sc was explanted and to be replaced with a percept and a plug. All pre op impedance readings were within range. After the physician disconnected from the old battery and plugged into the new the battery was then placed in the pocket and impedance ratings were obtained. Upon this these ratings, all impedances were red. They then unplugged the extension from the percept battery and the extension tip was dried, and the port on the percept was cleared. The physician , then re-plugged in to the percent and again all impedances were red. At this time the manufacturer representative (rep) had the position unplug from the 0 to 7 port, remove the plug from the 8 to 11 port, and swap the two. Impedance measurements were obtained again with the extension plugged to the eight through 11 port, and all impedances for again red. At this time, the physician disconnected from the percent and we use the old activa sc plugged in and placed inside the pocket to run impedances. The impedance were all green at this time. It was then determined that the percept, as best they could determine, was the common factor in there for the issue. At this time, the physician requested that we open an additional percept  battery. Just prior to the implementation of the second battery the rep asked the position to plug-in to the first battery percept one more time. The lead was plugged into the 07 port, and the eight through 11 port was plugged in. They ran impedances, and at this time they were all green. As they had had the previous issues in the prior testing with the percent battery, the physician did not feel confident in implementing this in a patient as he could not say with absolute certainty. There was no issue with the battery. At this time the 2nd percept was opened, plugged with the extension going into the 0 to 7 port, and the eight through 11 for being plugged. Impedances were ran and all impedances were green at this time. The issue was resolved. No symptoms reported.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) (serial # (B)(6) showed insignificant anomalies and the functionality was okay. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.